Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure for a tibial shaft fracture using etn (external tibial nail), it was observed that the battery handpiece device was "out of action" while in use with a power module device and a lid device. According to the report, the event occurred right after the surgery started. It was reported that the user prepared another power module device, checked and confirmed that it worked normally. However, the battery handpiece device still did not run while in use with another lid device. It was reported that the surgery was completed using a different battery handpiece device. It was reported that the surgeon finished medullary-cavity reaming and freehand radiolucent-drive operation. There was a five minute delay to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.